Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead. While attempting to remove the stylet, the lv lead dislodged from it's implanted position. The lv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. A visual inspection of the lead revealed no anomalies. The s-curve hump height was measured to be within required product specifications. The reported event for failure to remove the stylet was confirmed. The stylet was obstructed by blood at the connector region which resulted in the inability to remove the stylet from the left ventricular lead.